Event description:
The customer reported to olympus that the evis lucera duodenovideoscope angle does not adjust even when the angle adjustment control knob is rotated, during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. Upon inspection and evaluation, light guide lens inside is discolored/stained. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿the angle does not adjust even when the angle adjustment control knob is rotated¿ was confirmed. The following findings were also noted during device evaluation: angulation in the up direction is out of specifications due to the worn angle-wire, universal cord is dented, electrical-connector is corroded, there is corrosion from the control unit due to the leakage, there is corrosion from the grip part due to the leakage, the gap on u/d knob is out of specifications due to the worn angle-wire, light guide lens inside is discolored, connecting tube is corrugated, scope-cover is discolored, forceps channel port is corroded, suction cylinder is peeled off, and the universal cord is corrugated. Based on the results of the investigation, it is likely that the following led to the malfunction: the stain could be identified. A definitive root cause of the stain remaining in the device cannot be identified. The stain (foreign material) in the light guide lens could be confirmed, however, the stain (foreign material) could not be identified. Since the material adhered to not an outer surface of the scope, the material was not removed by reprocessing. It is presumed that humidity invaded the light guide-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide-lens glue peeled off by chemical stress such as chemical solutions used for the device. This issue is addressed in the instructions for use (IFU): the instruction manual evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. Olympus will continue to monitor the field performance of this device.